Manufacturer narrative:
The investigation of this event is ongoing and a follow-up report will be submitted upon completion.

Event description:
It was reported that during implantation of an intraocular lens (iol) the haptic was torn. The incision was enlarged and a different model iol was implanted. A suture was used to help close the wound. Post-operatively the patient was diagnosed with corneal edema and inflammation, however according to the surgeon the patient is improving. In the surgeon¿s opinion the most likely cause of the event is the manner lens was loaded into the cartridge by the scrub tech.